Event description:
A patient reported experiencing inaccurate erratic results with an ot ultra meter. The patient's blood glucose was 14.7 mmol and 9.8 mmol within 5 minutes with a difference of 36%. Patient did not experience any adverse events. No further information has been reported.